Manufacturer narrative:
As reported, post implant of galaflex p4hb construct, patient was diagnosed with right breast mechanical collapse. Based on the information provided, no conclusions can be made. A caused for post-op complication was not identified. In an abundance of caution, events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. No problem detected. Not returned.

Event description:
As reported, on (B)(6) 2018 subject 481-38 was treated with p4hb construct to treat right breast cancer mastoplexy. Date of onset (B)(6) 2019 experienced, mechanical collapse of the p4hb construct, right breast. (B)(6) 2019 identifies continuation of tighter skin envelope due to radiation and scarring preventing sufficient projection from chest. On (B)(6) 2019 reoperation performed with the initial construct that collapsed being removed and replaced with a new construct used.